Manufacturer narrative:
The device has been requested to be returned to natus for evaluation.

Event description:
Smoke coming from device. Possible loose connection between batteries and ups unit. The ups was not been used in the vicinity of any flammable gases at the time of the event. No patient injury.

Manufacturer narrative:
Update 02 sept 2020 ref complaint# (B)(4). Investigation and findings to date: the device was reviewed initially by the application specialist and observations were as follows: ups had some dust accumulation on the sides and internally. The battery and power cord were connected and an attempt was done to turn it on, however the unit was unresponsive. Q54/q50 mosfet may be damaged (i.e. They appear to have a crack). There was no burning/charing around these mosfets. This unit has been sent back to the manufacturer for a full diagnostic report. Risk review: per hazard ID (B)(4) - eeg/psg risk analysis, the risk is considered moderate - 11. There are no related CAPA' s.

Event description:
Smoke coming from device. Possible loose connection between batteries and ups unit. The ups was not been used in the vicinity of any flammable gases at the time of the event. No patient injury.

Manufacturer narrative:
Update 09 oct 2020 ref complaint# (B)(4) (follow up 004). Investigation and findings: failure analysis report from the manufacturer states: the rear panel was missing a screw - suspect that this unit was opened already. Based on the report, the unit was powered up and it immediately blew the input circuit breaker, indicating there is a short in the ups. Removed the cover and checked the inverter mosfet's (metal oxide silicon field effect transistor), and found that at least two legs of the bridge are shorted, indicating that the mosfet's are damaged beyond repair. Measured the battery and see that it is <1v for the 24v pack. Suspect that it was left connected to the shorted bridge which severely drained the battery. The customer report does not match the findings - this unit would not have powered up after the inverter failure so it could not have been beeping. This appears to be a component failure in the inverter mosfet's. Often when one fails it will cause a failure in additional mosfet's. Given the amount of dust in the inside of the ups it appears to have been operating for 3+ years before it failed. Investigation result code = failure electrical component. Risk review: per hazard ID 2.1 of doc-010378 - eeg/psg risk analysis, the risk is considered moderate - 11. There are no related CAPA' s.

Event description:
Smoke coming from device. Possible loose connection between batteries and ups unit. The ups was not been used in the vicinity of any flammable gases at the time of the event. No patient injury.

Manufacturer narrative:
Update 01 oct 2020 ref (B)(4) (follow up 003). Investigation and findings to date: failure analysis report from the manufacturer states: the rear panel was missing a screw - suspect that this unit was opened already. Based on the report, the unit was powered up and it immediately blew the input circuit breaker, indicating there is a short in the ups. Removed the cover and checked the inverter mosfets, found that at least two legs of the bridge are shorted, indicating that the mosfets are damaged beyond repair. Measured the battery and see that it is <1v for the 24v pack. Suspect that it was left connected to the shorted bridge which severely drained the battery. The customer report does not match the findings - this unit would not have powered up after the inverter failure so it could not have been beeping. This appears to be a component failure in the inverter mosfets. Often when one fails it will cause a failure in additional mosfets. Given the amount of dust in the inside of the ups it appears to have been operating for 3+ years before it failed. Final report to be submitted, pending final review and approval of the investigation details noted above.

Event description:
Smoke coming from device. Possible loose connection between batteries and ups unit. The ups was not been used in the vicinity of any flammable gases at the time of the event. No patient injury.

Manufacturer narrative:
27-july-2020 - qa notified device returned - forwarding to (B)(4) to have supplier conduct investigation 30-july-2020 - (B)(4) received in (B)(4). Awaiting results from investigation.

Event description:
Smoke coming from device. Possible loose connection between batteries and ups unit. The ups was not been used in the vicinity of any flammable gases at the time of the event. No patient injury.